Manufacturer narrative:
During follow up, the customer¿s clinical diabetes specialist indicated that they have not back from the customer. The customer¿s healthcare provider had also tried to reach out to the customer¿s contact, but with no success. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in the emergency room and was almost in diabetic ketoacidosis (dka). No other information was provided. Customer's clinical diabetes specialist was to provide additional information as it became available.